Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device discarded.

Event description:
The article reported that non union 6 months after the t2 surgery and revision was performed against it. Additionally reported: (B)(6) y, male. (B)(6): b3 open fracture. The patient was treated with 8mm t2 humerus nail but non-union was confirmed 6 months after the surgery. Revision surgery was performed and 9mm t2 humerus nail was implanted.